Event description:
It was reported that (5) devices were used during a gastric banding. It was reported by the affiliate that the bcd10 instrument tips fell off during the procedure. The tips fell into the patient, but were retrieved. Another instrument was used to complete the case.